Manufacturer narrative:
The delivery device was not returned for evaluation. The lot number was not received; therefore, a lot history review could not be performed. Based on the information received a root cause could not be determined.

Event description:
It was reported that the trailing haptic broke during insertion. The incision was enlarged to remove the lens. Ref MDR#: 1313525-2015-01541 for the lens involved in the event.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.